Event description:
A customer contacted baxter technical services (bts) regarding assistance with a low drain volume alarm during the initial drain on the homechoice machine (hc). The nurse stated there were large air bubbles seen and they do not feel comfortable continuing therapy. The technical service representative (tsr) assisted the nurse to end therapy and remove the cassette. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The issue of low drain volume alarm was confirmed. The root cause was identified to be air in the patient line. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.